Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the device serial number was reported as unknown in the initial report and has been updated to (B)(4).. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: h4: the device manufacture date was documented as unknown in the initial report. It has been updated to march 17, 2017. G1-2: the manufacturer location was documented as unknown in the initial report. The location has been updated to oberdorf. Device history record review: a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device had broken gears and did not pass test on free movement. It was determined that the torque limiting slip clutch was fully functional, however there was water detected inside the device which did not result in the deviation but may be a sign of not respecting the dry times. It was noted that when the device gets used right after sterilization, the gears are still hot and cannot move as smoothly as they should. It was further determined that the device failed pretest for check for free movement. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The device serial or lot number is unknown. Reporter¿s complete mailing address was not provided. The manufacture site was unknown. Device manufacture date was unknown. UDI: the device serial or lot number was unknown; therefore, UDI: (B)(4) unknown.

Event description:
It was reported from (B)(6) that during an open reduction and internal fixation surgical procedure for femoral subtrochanteric fractures, it was observed that the radiolucent drive device while drilling the cortical bone at a hole from the distal end, had an abnormal sound and did not rotate. According to the reporter, the drill bit was checked and was found be not be broken. The user reattached the drill bit multiple times, however the device would not rotate. There were no reports of delays to the surgical procedure. It was not reported if a spare device was available, however it was reported that the procedure was completed using a freehand drilling technique. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.